Event description:
It was reported that during an ovarian resection procedure, the blade was broken off. It did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.